Event description:
In the functional testing area of digestive of (B)(6) hospital the disinfection of duodenoscopes used for cpre is performed. Periodically, they cultivate the channels of duodenoscopes to verify the efficiency of the reprocessing of the device. On (B)(6) 2017 the subject duodenoscope was returned to (B)(6) by distributor insular de ginecologia after it was subjected to cleaning, disinfection and microbiological tests. The customer was informed the results were negative. On (B)(6) 2017, a new microbiological control of the subject duodenoscope was carried out at (B)(6). The results of this new analysis show that the cultures of the channels (biopsy, air/water) were negative but the culture of the tab surface located at the distal end was positive for klebsiella pneumoniae. The customer received updated cleaning instructions specific to the subject model ed-530xt endoscope on (B)(6) 2017. At this time, it is unknown if the customer cleaned the subject endoscope using these updated instructions. Background: on (B)(6) 2017, a routine sample of insufflation and working channels of duodenoscope ed-530xt serial number (B)(6) was obtained, being negative. On (B)(6) 2017 the subject duodenoscope was sent to the electromedicine service of the (B)(6) for the presence of "blackish residues" and suspicion of contamination by klebsiella pneumoniae. On 04/26/2017, distributor insular de ginecologia withdrew the subject duodenoscope and sent it to company st endoscopia for its cleaning, disinfection and microbiological control and microbiological sampling by the company cleanbiotec. In this sample the biopsy, suction and air / water channels were analyzed. Results were negative.

Manufacturer narrative:
This supplemental report is being submitted to provide the following: the automated endoscope reprocessor (aer) machine inspection results and the final report for the tjf-q180v postmarket surveillance study. An inspection of the user facility's aer machine was conducted; there were no deviations observed during the inspection. Based on the conducted investigations, the most probable cause of the reported event was attributed to contamination due to improper sampling.

Manufacturer narrative:
The customer received updated cleaning instructions specific to the subject model ed-530xt endoscope on 04/20/17. At this time, it is unknown if the customer cleaned the subject endoscope using these updated instructions. As of 07/06/2017, the subject endoscope has not been returned to fujifilm for evaluation. A supplemental MDR will be submitted once the investigation is complete.

Event description:
In the functional testing area of digestive of the (B)(4) the disinfection of duodenoscopes used for cpre is performed. Periodically, they cultivate the channels of duodenoscopes to verify the efficiency of the reprocessing of the device. On 05/26/2017 the subject duodenoscope was returned to (B)(4) by distributor insular de ginecologia after it was subjected to cleaning, disinfection and microbiological tests. The customer was informed the results were negative. On 05/26/2017, a new microbiological control of the subject duodenoscope was carried out at (B)(4). The results of this new analysis show that the cultures of the channels (biopsy, air/water) were negative but the culture of the tab surface located at the distal end was positive for klebsiella pneumoniae. The customer received updated cleaning instructions specific to the subject model ed-530xt endoscope on 04/20/17. At this time, it is unknown if the customer cleaned the subject endoscope using these updated instructions. Background: on 04/12/2017, a routine sample of insufflation and working channels of duodenoscope ed-530xt serial number (B)(4) was obtained, being negative. On 04/18/2017 the subject duodenoscope was sent to the electromedicine service of the (B)(4) for the presence of "blackish residues" and suspicion of contamination by klebsiella pneumoniae. On 04/26/2017, distributor (B)(4) de ginecologia withdrew the subject duodenoscope and sent it to company (B)(4) for its cleaning, disinfection and microbiological control and microbiological sampling by the company (B)(4). In this sample the biopsy, suction and air / water channels were analyzed. Results were negative.